Manufacturer narrative:
Integra lifesciences engineers have completed a thorough investigation of the returned mayfield skull clamp that slipped and caused a laceration. The following info was provided; the engineers were unable to duplicate a slippage when the clamp was put under pressure. The lock had a rotational and lateral movement and a residue buildup was present, but this would not cause a slippage. The returned unit passed all functional testing requirements. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
A mayfield modified skull clamp (40a1059) slipped on a pt during a procedure. The pt incurred a laceration which required stapling.